Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 12 years. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscle spasms ("my neck and back and all were always spasming/shivering/shaking"), seizure ("I had seizure at my friend's place last year"), loss of libido ("I don't even want to ever have sex again"), feeling abnormal ("felt like my body was being destroyed everyday"), allergy to chemicals ("I will never live in a place with natural gas or propane. I now have a severe allergy to it.") And flatulence ("natural gas was a problem"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the allergy to metals, muscle spasms, seizure, feeling abnormal, allergy to chemicals and flatulence outcome was unknown. The reporter considered allergy to chemicals, allergy to metals, feeling abnormal, flatulence, loss of libido, muscle spasms and seizure to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reported information was added. Events muscle spasm, seizure, loss of libido, feeling abnormal, allergy to chemicals were added. Reporter information was added. Duration of device implanted added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.